Event description:
It was reported that a nurse noticed that the device had a broken pneumatic switch. There was no patient involvement and therefore no adverse patient consequences occurred.

Manufacturer narrative:
Conclusion - should additional information be obtained, a supplemental 3500a form will be submitted accordingly.